Manufacturer narrative:
Analysis of the ipg (njy145387h) passed all functional tests and no anomaly was found. Analysis of the lead (v418176) found all conductors are broken due to overstress/damage at the proximal end of the medial segment and approximately 9.5 cm from the proximal end of the medial segment where the conductors and outer insulation are severely twisted. Section d references the main component of the system and other applicable components are: product ID 3889-28 lot# v418176 serial# implanted: (B)(6) 2010 explanted: product type lead product ID 3889-28 lot# v418176 serial# implanted: (B)(6) 2010 explanted: product type lead (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had their system removed about a year ago because it wasn't working for them. The hcp believed that it never worked for the patient, since they were implanted. When they went to remove the system, they discovered the lead was fractured and, upon explant, there were fragments of the lead left in the patient. This was confirmed via x-rays, which indicated that the tips of the lead remained in the patient.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.